Event description:
It was reported that during setup and inspection for use, the bronchovideoscope displayed a black screen. No patient involvement was reported.

Manufacturer narrative:
Based on the completed investigation, the image was lost during angulation due to a dent on the insertion tube (it). The root cause of the reported malfunction could not be definitively determined; however, the issue is most likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.